Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false automatic mode switch episodes due to noise were observed. The physician was unsure if the issue was due to the right atrial (ra) lead or the device header. The physician will explant and replace the ra lead to resolve the issue. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-01287.

Event description:
Additional information received indicated the issue was resolved by explanting and replacing the right atrial (ra) lead and device.

Manufacturer narrative:
The field complaints of noise and mode switch could not be confirmed. Evaluation of the device header found no defect that could contribute to the complaint of noise. Output measurements and sensitivity tests found no anomalies. Crosstalk/noise test in saline solution discovered no noise generated by the device. Further testing found the device battery is still above elective replacement battery voltage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.